Event description:
Plaintiff reports initial bilateral implantation 10/8/76 with explant 6/2/94. Plaintiff alleges "...injuries as a result of... Implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."